Manufacturer narrative:
The pump was received with blank display due to moisture damaged electronic assembly. The pump had corroded motor home switch during visual inspection. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their pump. It was reported that the pump had moisture damage from accidently dropping in water. The customer's blood glucose level was reported to be 156.6 mg/dl. It was reported that the pump would be replaced and returned for analysis.